Event description:
It was reported that while using the bd vacutainer® k2e 3.6mg plus blood collection tubes the negative pressure of the blood collection tube is insufficient. No patient impact. The following information was provided by the initial reporter: "during the blood collection process, the negative pressure of the blood collection tube is insufficient, causing the blood flow to be extremely slow and unsmooth.

Manufacturer narrative:
E.1 initial reporter facility name : (B)(6). H.6 investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. A complaint history review was conducted and a total of 4 complaints and including the current complaint were found relating to the incident lot number 2237461 and the ¿as reported¿ defect code. H3 other text : see h.10.